Event description:
It was reported that an ilet user experienced persistent hyperglycemia, with device readings up to ¿high¿ and concurrent fingerstick values of 349¿386 mg/dl for several hours, following a recent insulin cartridge change while using a teflon infusion set; the user announced a meal, confirmed no leaks or kinks, had insulin remaining, and glucose began to trend down as the system delivered corrective insulin. Customer care provided assistance that included counseling on algorithmic correction timing. Investigation of this case revealed no confirmed device malfunction with cause unclear. No symptoms associated with high blood glucose reported. Outcomes included user self-management with continued monitoring and no medical intervention beyond device-directed correction. It was concluded that the device functioned as designed with automated corrections and that the event resolved without adverse sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.